Manufacturer narrative:
The recipient reportedly experienced poor sound quality. The external visual inspection of the device revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a device failure. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.

Manufacturer narrative:
(B)(4). External visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report.